Manufacturer narrative:
Concomitant products: product ID: 977d160, lot# va0n47l037, product type: screening device. Product ID: neu_stylet_acc, product type: accessory. Product ID: 977d160, lot# va0n47l037, product type: screening device. Upon return of the lead analysis found no anomaly.

Event description:
It was reported that in a trial case, no matter what voltage he tested it was showing oor. The manufacturer representative tested at maximum voltage with multiple contacts but got no response. Impedances were all oor up to 3 volts (all greater than 40,000 ohms). They tried reseating in the multi lead trialing cable (mltc), changed out the external neurostimulator (ens)/mltc and programmer and the remedy eventually ended up being replacing the lead. The impedance issue resolved only when the lead was changed out. The device was returned. The patient was not in a clinical study. Impedances were out of range at all voltages with various reference electrodes. The device was not used with/in the patient. The intended use of the device was treatment. There was no patient death and no patient injury. The patient recovered without sequela. The maximum voltage failed to provide stimulation intraoperative. Changing the anode and cathode configuration made no difference, nor did changing the rate. Impedance testing was done at 0.7, 1.5, and 3.0 volts with 3 references indicating out of range results at all contacts. No obvious lead fractures were noted. The patient was being trialed and sadly the patient had focused buttock pain for which stimulation did not relieve her pain.